Event description:
Note: procedure and event date are unknown. It was reported to boston scientific corporation in early 2008 that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation procedure (patient gender, age and weight unknown). According to the complainant, during the procedure, the cre balloon ruptured at 20 mm. No part of the balloon detached from the device. The physician successfully completed the procedure with another c.r.e.balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The maximum inflation pressure for this balloon size is 6atm. This equates to a balloon outer diameter of 20mm, therefore the balloon should not have ruptured at 20mm. According to the complainant, the suspect device has been disposed by the user facility and is not available for return. However, the most probable root cause is the balloon burst due to contact with a sharp exterior source, such as a calcified lesion.